Event description:
A customer called to inquire about "changes to [her] pdm" when she stated that her "blood glucose level was over 200mg/dl for 24 hours". She also stated that she was hospitalized with a high blood glucose (bg) of "500mg/dl or more" and was released from the hospital this morning ((B)(6)2011). We do not know when she was admitted to the hospital. When she called, at 3:16 pm, she reported a bg of 247mg/dl and stated that her bg earlier was 297mg/dl. The customer is wearing a new pod and her blood glucose level is decreasing to a stable level. The customer is not sure what may have caused her blood glucose is rise to the point where she needed medical attention and she did not speculate whether the product was a contributing factor. The product will not be returned for evaluation.

Manufacturer narrative:
Since the product is not returning for evaluation, we are unable to determine a product malfunction or defect that may have caused or contributed to the customer's hyperglycemia and hospitalization. The omnipod's user guide has a section about ways "to avoid hyperglycemia" and informs user to "check [their] blood glucose at least 4 to 6 times a day" (upon waking up, before each meal, and before going to bed). It also instructs users to check it when feeling nauseated, before driving, when experiencing a high/low, if you suspect a high/low reading, before/after/during exercise, and as directed by a hcp. Closely monitoring blood glucose levels throughout the day allows users to respond quickly and appropriately to high or low readings. The lot qualification records cannot be evaluated because, the lot number was not received.